Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device gave error 5. Another like instrument was used to complete the case. After the procedure, the customer cleaned the instrument and the active blade broke off. No patient consequence.